Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed skin indentations and redness under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician was aware of the skin irritation and allowed patient to wear the lifevest as much as possible. Outcome of the irritation is unknown as follow up attempts were unsuccessful.